Manufacturer narrative:
It was reported that the valve was explanted after an implant duration of approximately 8 years due to mitral stenosis. The healthcare provider indicated no device malfunction. No other details provided.

Event description:
(B)(4). It was reported via the implant patient registry that the valve was explanted after an implant duration of approximately 8 years. The reason for explant is unknown. The explanted valve was replaced with a 6900ptfx 29mm valve. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. The patient's medical records were also not provided. The healthcare provider noted that there was no malfunction of the edwards device. No further actions are possible with the available information.